Manufacturer narrative:
MFR ref no: (B)(4). The device was returned and evaluated by baxter. The unit was received inoperable due to the reported symptom of "system error 105" alarms, caused by failed motor (flex). The failed error assembly was replaced.

Event description:
It was reported that a device experienced a system error 105 alarm. There was no pt injury reported.